Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Heavy char and blood was observed on the heater wire. The heater wire was observed to be flexed away at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicone insulation on hot jaw was cracked and yellowish in color indicating burn of device. The silicone insulation underneath the heater wire cracked indicating burn of device. No other visual defects were observed. A pre-cautery test was performed per the instruction for use (IFU cv000006799) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible sound during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times with no observed failure. Based on the returned condition of the device, the evaluation results, the reported failure "device remains activated" was not confirmed, but was confirmed for the analyzed failures "material twisted/bent" and ¿thermal decomposition".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro remained on when the switch was released. The device remained locked on when the jaws were removed from the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro remained on when the switch was released. The device remained locked on when the jaws were removed from the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.